Event description:
The mother of the patient stated that the patient has had 2 infusion tubings from her current box tear at the luer lock within 3 days of use. The mother stated that the patient was able to change the infusion tubing and she continued using her infusion device as normal. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
Method, results, conclusions: no product will be returned for evaluation.